Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to claim no audio output on (B)(6) 2015. Patient's mother did not report any injuries or medical intervention.

Manufacturer narrative:
(B)(6).